Event description:
Patient revised for instability and chronic effusion, noted polyethylene wear of insert.

Manufacturer narrative:
Examination of the submitted device confirmed unanticipated polyethylene wear. Review of the device history records did not reveal any anomalies. A search of the warsaw and leeds complaint databases did not show any other reports against the manufacturing lot. The root cause of the polyethylene wear is attributed to third body debris being introduced into the joint space. No evidence was found suggesting product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.